Manufacturer narrative:
The event of caposular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", "change shape/size/style", "need for biopsy/tumor", "recurrent cancer" through the national breast implant registry (nbir). Radiotherapy on the right. This record is for the right side. Device was explanted and replaced and it is unknown if it will be returned.